Event description:
It was reported there was telemetry failure. The programmer and rf head were returned for calibration and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: pkk204718r programmer passed functional and systems tests. Concomitant medical products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).